Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is experiencing a burning sensation at the ipg site while recharging and if she pushes against it. It was also reported the ipg moves in the pocket. The patient may undergo surgical intervention. The patient is scheduled to meet with her doctor for an assessment.